Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop cutting issue.

Event description:
It was reported to boston scientific corporation that a captiflex extra small oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, there are difficulties encountered with the 11mm captiflex snare. The use of cautery resulted in the burning of the polyp, causing the tissue to become white, but the snare itself did not cut through. An effort was made to modify the settings on the erbe machine, but it did not yield the desired outcome. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.